Event description:
This is one of many reports received from japan in which a product was labeled incorrectly. The patient was a 72 year old male. His left eye visual acuity prior to the event on 10 may 99 was 0.2(0.4, s: -1.25, c: -0.75, axis 10 degrees). On 15 jun 99, the patient underwent cataract extraction with phacoemulsification, use of healon, without optical iridectomy, to implant a ceeon lens labeled as 745a/18.0(d). However, the lens was not correctly labeled and was actually lens model 812a/21.5(d). No pre-existing complications were noted in the eye prior to surgery. On 17 jun 99, his visual acuity was 0.2(1.0, s:-1.75, c:-0.25, axis: 180 degrees). On 28 jun 99, his visual acuity was described as good and was reported as 0.5(1.0, s:1.5). No problems have been reported since implantation of the incorrect lens. No other information was provided. A manufacturer investigation was performed it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots manufactured the same day were also recalled. The distribution of these lots was limited to japan.